Manufacturer narrative:
Manufacturing investigation evaluation: the complete broken nail was sent back for evaluation. The nail broke at the upper thin shaft. The relevant dimensions at the fracture zone of the nail were, as far as possible, checked and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding dimensions, material analysis, strength, and structural stability. The values were in compliance with specifications and international standards. The fracture face is homogenous, which indicates material conformity. No manufacturing-related fault could be detected. The lot in question was manufactured with a lot size of (B)(4) pieces in november, 2015. The cross section of the broken surface shows no irregularities. Unfortunately, as no detailed clinical information is available, an exact cause cannot be determined. It is likely that the pfna-nail (area of the upper thin shaft) could not resist the applied force, which finally led to the material overload/fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. No manufacturing related issues were identified and/or confirmed. Concomitant devices: there was no indication that any of the listed concomitant devices (pfna blade and locking bolts) contributed to the complaint condition. Additionally, there was no allegation against any of these devices. Therefore, only a visual inspection was performed. The pfna blade and locking bolts showed evidence of use, but no heavy damage. The surface of these implants has wear marks consistent with removal or an instability of the fracture situation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The nail did not break through a hole. Fragments were generated, but it's not known, whether they were easy to remove or not. Concomitant devices reported: pfna blade (part: 04.027.035s, lot: 9457178, quantity: 1); locking bolt (part: 459.400, lot: 5932698, quantity: 1); locking bolt (part: 459.380, lot: unknown, quantity: 1).

Manufacturer narrative:
The exact date of device breakage is unknown; however, the issue was discovered in (B)(6) 2016. (B)(4). The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) nail broke at an unknown time in (B)(6) 2016. The original construction, which was implanted on (B)(6) 2015, was removed during a revision procedure performed on (B)(6) 2016. No additional information is available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial procedure occurred after the patient had fallen and suffered a severely displaced subtrochanteric femoral fracture on the right side. The provided were reviewed by the manufacturer and the nail breakage could be confirmed.